Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the advia centaur xp instrument and determined that the smoke was coming from the instrument power supply. The cse replaced the old style emerson power supply with the newer tdk model, loaded the reagents and ran quality control, resulting within range. A siemens headquarters support center (hsc) specialist reviewed the service report and indicated that the power supply which had malfunctioned was an emerson type which has since been discontinued and is no longer available. The hsc specialist concluded that the components in the power supply are flammability rated, meaning they will not catch fire when they fail. The cause of smoke being emitted from the instrument was due to failure of power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the back of an advia centaur xp instrument. The operator turned off the instrument and called the fire department. There are no reports of injury to staff, damage to property, or impact to patient samples.